Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt?p) exhibited high, out-of-range right atrial (ra) pacing impedances measuring, greater than 3,000 on this ra lead. This resulted in the device switching to unipolar. Unipolar dally measurements were noted to be stable. Additionally, there was observations of noise due to myopotentlals causing inappropriate mode switching. The plan is to continue to monitor, and the health care professional (hcp) will bring the patient in for an evaluation and will troubleshoot the lead. At this time, the device and this ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).